Event description:
It was reported by a customer that the twist clamp of a transfer set was cracked. The patient uses bath soap and water to clean the transfer set. The sample was received by baxter, and upon evaluation, the transfer set was found to have additional, noncosmetic damage. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h11g25033 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection noted cracks in the twist clamp as well as additional cracks and deterioration of the sample. No leak test or clamp function test could be performed due to the deterioration of the sample. Clear passage testing was performed with no issues noted. The sample was confirmed for damage. The root cause could not be determined.